Event description:
It was reported that the 9600 emi system had an image quality issue. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep conducted several corrections including adjusting the camera image resolution and greased the high voltage candlesticks. In house biomed will replace batteries. The system operates as intended.